Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose due to absence of alarm. Customer's blood glucose was 500 mg/dl. Customer checked reservoir and it was empty but never received a low reservoir alarm. Representative confirmed that low reservoir alarm was never received. Customer changed infusion set type and would monitor issue.